Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was capped and replaced. It was also reported that the device did not meet the physician's longevity expectations. It was noted that the rv lead pacing output was high, but it was not known how long it was programmed that way. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1258t, competitor implantable pacing lead, (B)(6) 2012. A 1388t, competitor implantable pacing lead, unk. (B)(4).